Event description:
It was reported that this right ventricular (rv) lead was explanted due to therapy upgrade. This record involves a non-(B)(6) (0185/(B)(6)) product allegation. Waiting for the attachment of the non-(B)(6) report. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).